Manufacturer narrative:
Hillrom received a report from the customer stating the bed was moving up on its own. The bed was located at the account. There was no patient/user injury reported. The progressa® bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from either continuous lateral rotation therapy or percussion/vibration therapy. The progressa® bed is intended to provide a patient support to be used in health care environments. The progressa® bed may be used in a variety of settings including, but not limited to, acute care, including critical care, step down/progressive care, medical/surgical, high acuity sub-acute care, post anesthesia care unit (pacu), and sections of the emergency department (ed). The progressa® bed is capable of being used with a broad patient population as determined appropriate by the caregiver or institution. The hrc technician inspected the bed and identified that root cause of the self-run was the angle position sensor. The hrc technician performed a calibration of the sensor and the bed is working as intended. As per the user manual, the following is recommended for the end users, "it is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance", "raise the bed to its highest position, and fully lower the head section. The display should show approximately 0°. Fully raise the head section. The display should show approximately 68°. If the angles shown are not correct, calibrate all angle sensors". A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the bed moves up on its own. The bed was located at the account. There was no patient/user injury reported.this report was filed in our complaint handling system as complaint #(B)(4).